Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured in half, rendering it inoperable. Both pieces were returned. The device was manufactured in 2013 and shows signs of extensive wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during the procedure the bumper broke upon impacting femur. Pieces were retrieved and nothing was left in patient and the wound was cleaned thoroughly. No delays reported. No more information is available.